Manufacturer narrative:
The helix was retracted and clogged with blood/tissue. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported events of failure to capture and poor sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.

Event description:
New information received indicates that high capture threshold resulted in loss of capture on both the right ventricular (rv) lead and the right atrial (ra) lead. An x-ray confirmed that both the rv and ra leads had dislodged.

Event description:
It was reported that the patient¿s right atrial (ra) lead and right ventricular (rv) lead exhibited high capture thresholds and poor sensing. During the repositioning procedure, the physician was not able to reposition either the ra or rv lead. The physician elected to explant both leads and replace them with new ones. The patient¿s condition remained stable.